Manufacturer narrative:
The broken tip ds-102 has been returned for examination. The breakage of the instrument and the remaining of the broken part in the treated tissues has been identified in the ems's risk's assessment. It has been classified as tolerable.

Event description:
(Affiliate) has been informed february 05 2008 by a dr, of an incident that occurred in other country, during an intervention in combination with the piezon master surgery device. Dr. Stated as follows: on the previous month, dr undertook the positioning of two implants with direct sinuslift on a patient. While polishing the brink of the bone at sinus maxillaries (right side), the sl2 (tip ds-102) fractured. The broken piece unfortunately slided through the membrane into the maxillary air sinus. The removal of the foreign material from the right maxillary air sinus can only take place after the healing of the screwed-in implants. (State 15.02.08 according to letter dr).